Manufacturer narrative:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead has a history of inappropriate anti-tachycardia pacing (atp) and shocks due to oversensing of noise. There is now low out of range impedance measurements. The device was reprogrammed. The field representative will be discussing how to resolve this issue with the physician. There were no adverse patient effects reported.

Event description:
Additional information was received indicating this patient presented to the hospital emergency room due to a syncopal episode. Further attempts to obtain information were not successful. The system remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.